Event description:
PICC certified rn attempting placement of PICC line in left basilic. Experienced difficulty with insertion - the wire and sheath bunched together after or when dilator was removed. The sheath collapsed in the wire and was unable to remove wire. Entire device was removed at that time. Pressure was applied at insertion site upon removal and then pressure bandage applied. No hematoma or injury to patient. See scanned page.